Manufacturer narrative:
Additional, corrected and/or changed data.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold and weight to the spec. Bubbles in the gel observed, after autoclave cycle. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported, "bilateral capsular contracture, baker grade IV. And bilateral exchange". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. Baker grade IV.

Event description:
Healthcare professional reported "bilateral capsular contracture, baker grade IV, and bilateral exchange." Device has been explanted.